Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the patient for further investigation of the case. The patient is using vgo 20 with up to 8 clicks during the day and often removes the v-go at night. He also may remove the v-go during exercise. The patient reported having bg at the level of below 50 mg/dl once with symptoms of nervousness, shakiness, and anxiety. The patient stated the continuous glucose monitor does not read below 50. He also said he has had bg levels in the 63-65 mg/dl range. He manages them with oral carbohydrates. The blood glucose improves but how long it took is unknown. He indicated he always has oral carbohydrates with him which was advocated during the diabetes education that he received. His a1c has improved from a 7.2% to 6.2% since using v-go. The endocrinologist has recommended a different insulin delivery device to prevent low blood glucose level. It's possible the v-go contributed to lower bg levels but more likely its due to the patient requiring less than 20 units of basal insulin for 24 hours. The v-go 20 contains too much basal insulin for the patient's needs which both the patient and his endocrinologist acknowledge. Due to the bg level at 50 or below this case could be serious with reoccurrence. The patient is in contact with his endocrinologist for medical and bg management. Device evaluation: one device was received and evaluated for the complaint regarding the unknown device issue/hypoglycemia. Device #053185-a was inspected, and the device functions were tested. The testing confirmed that no anomaly could contribute to the event. The complaint for this device could not be confirmed.

Event description:
It was reported that the patient experienced hypoglycemia having blood glucose (bg) at the level below 50 mg/dl once with symptoms of nervousness, shakiness, and anxiety while wearing v-go. It was reported that the device is available for return to the manufacturer for evaluation.